Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) has no image in both eyes. The customer power cycled the ssc circuit breaker with no change. The customer added a console from a second system to complete the case. The procedure was completed robotically with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it did initially power on without errors. Isi technical support was contacted for troubleshooting; however, the issue was not resolved.

Manufacturer narrative:
Based on the claim against the product by the customer noting image issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced personality module surgeon console (pmsc) and left high resolution stereo viewer (hrsv) monitor due to intermittent loss of left eye image. Fse was unable to reproduce reported issue prior to replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was returned for failure analysis, but the reported failure could not be confirmed. The monitor was installed on the left side of the test system. Upon power on, no errors were found. The image was clear and sharp. The unit was tested with multiple power cycles (10 times) and still no errors were found. The unit sat in the test system idle for 30 minutes and the image remained in good condition. Isi has received the pmsc for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Based on the claim against the product by the customer noting image issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical inc.(isi) did receive a da vinci product to perform failure analysis. The pmsc unit was analyzed and the reported failure was confirmed/replicated. The pmsc was installed and tested on the pca test system. The system started up without any error, with good image on both eyes. Ran 150x power cycles with this module, all passed with good picture on both eyes. The pmsc remained on the test system in normal operation over 2 days while testing other boards, the image on scc was lost in left eye intermittent. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.